Manufacturer narrative:
Exemption-e2013032. Total number of events summarized - 48. Ams intexen-porcine dermis - 48 - attachment: [procodewise summary report -pai - june 2016 submission.xls].

Event description:
It was reported by the plaintiff's attorney that the plaintiff experienced mixed urinary incontinence, cystocele, perforation of the bladder, hematuria and urinary tract infection. The device remains implanted. No further complications have been reported in relation to this event.